Manufacturer narrative:
The reported defective device has been returned to the MFR and an investigation into the root cause for event is currently in progress. The results of the device eval will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specs.

Event description:
As reported on (B)(6) 2014, a (B)(6) pt of unk gender presented for an endovenous laser procedure. It was reported that during the procedure, when the treating physician was administering needle tumescence, the physician noted the tip of the fiber had fractured off inside of the pt. The fractured piece was successfully removed via a cut down. It was reported the pt was not permanently harmed or injured due to this event. The disposable device has been returned to the MFR for eval.